Event description:
It was reported by service report that the foot of the gurney went down on its own. The customer could not determined if there was pt involvement or if there were adverse consequences to report.